Manufacturer narrative:
(B)(4).

Event description:
Procedure: gynecology. According to the reporter: prior to the procedure the handle was squeezed and the device broke into two parts.

Manufacturer narrative:
(B)(4)